Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported that her pod alarmed while she was asleep. When she checked her bgs, her levels were high (372mg/dl). At that point she administered a manual shot of insulin. The pod will be returned for eval.